Manufacturer narrative:
Manufacturer's investigation conclusion: the reported damage to the white power cable on the primary heartmate 3 system controller (serial number (B)(6) was confirmed by an onsite abbott representative. There were no log files or photos submitted for analysis. It was reported that the extent of the damage to the power cable could not be determined so the controller was exchanged because the patient was anxious. It was also reported that the controller would not be returning for analysis. A root cause for the reported damage could not be conclusively determined through this analysis. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system IFU, rev. B, heartmate 3 patient handbook, rev. B are currently available. The IFU section 2, entitled ¿system operations¿, instructs users not to twist, kink, or sharply bend the controller power cables. The IFU section 8, entitled ¿equipment storage and care¿ addresses how to properly care for and maintain the equipment for proper use, including the system controller power cables. The patient handbook section 10, entitled ¿safety checklists¿, instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient presented with a taped modular cable and white power cable on their primary system controller. The extend of the damage could not be determined, so the modular cable and controller were exchanged also because the patient was anxious.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.